Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was not working; customer stated that she received a low battery alert and when she inserted a new one, she noticed that there is a piece broken off where the battery cap screws into the insulin pump. Customer also reported that the insulin pump is alarming button error when turning on. Customer stated that her current blood glucose is 395 mg/dl and has been treating with manual insulin injections since the event. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The device was received with missing segments due to cracked lcd zebra connector. The unit also was received with stained end cap sticker, cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window and scratched reservoir tube window.